Manufacturer narrative:
The field service engineer (fse) found the top tubing on the flow cell waste at wm6 (wire marker 6) had popped off of the flow cell. The fse reconnected the tubing at wm6 to resolve the leak reported. Bec internal reference to this event is (B)(4).

Event description:
The customer reported a leak of clear liquid from the unicel dxh 800 coulter cellular analysis system while performing the flush flow cell procedure. The volume was not reported and the leak was contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.